Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. Pump error 63 alarmed during self test and confirmed in device history with variable 15 due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the image just appeared and the insulin pump continuously beeps and they received the open book image on the insulin pump screen.. The customer blood glucose level was 115 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.